Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site:8021545.

Event description:
Event occurred in egypt. It was reported that the patient faced an event on (B)(6) 2026, where tape was not sticking on same day of insertion. Instability of the infusion set during or shortly after insertion placed stress on the cannula causing cannula bending.